Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed to stay closed. The field service engineer (fse) arrived at the station, and the customer had recovered drawer 2.1, but it only opened about one-quarter of the way. The fse checked the retractor bands and found that drawer 2.1 had a broken spring steel band, while drawer 2.2 had a cut cable. Both retractor bands were replaced. A complete hardware test application was run, and the proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2.1 drawer failed to stay closed, requires maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.